Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient presented to the clinic on 16 aug 2021 their pacemaker still experiencing undersensing. Programming changes were made during the visit to address the issue the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 complaining of discomfort under her left arm. Upon interrogation, it was noted that the patient's pacemaker was undersensing an episode of atrial fibrillation. No intervention was reported.